Manufacturer narrative:
(B)(4). It was reported performance pull off suture needle. An empty opened overwrap packet, an empty opened folder and a dispensed suture were returned for analysis. During the visual inspection, the suture was received dispensed and the ends of the suture were observed damaged cut appears to be by use of a surgical instrument. Ion addition, the needle was not returned for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the suture, it could not be determined what may have caused the reported incident of: ¿suture pulled off from needle with first pass. Another product was opened, and skin closed¿.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown plastic surgery procedure on an unknown date and suture was used. During the procedure, the suture pulled off from needle with first pass. Another product was opened and skin closed. There were no adverse patient consequences reported. No additional information was provided.